Event description:
The graft was placed as a femoro-femoral bypass. During recovery following placement of the graft, the pt experienced loss of blood pressure. Re-exploration revealed a complete separation/cut of the graft in an area where clamps had been applied to the graft. The graft was repaired and re-approximated. According to the surgeon, he had used clamps that were not guarded.